Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a temporary pacing wire was inserted due to pre-existing right bundle branch block (rbbb). A pre-implant balloon dilation was performed with a 25 mm non-medtronic (true) balloon. Right femoral artery access was used. The delivery catheter system (dcs) was inserted through a 22 fr non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire. The initial and final valve depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). Mild-moderate paravalvular leak (pvl) was observed, and a post-implant balloon dilation was performed with the same 25 mm non-medtronic balloon. During deflation of the balloon, the valve dislodged to a supra-annular position. It was discussed whether to snare the first valve into the ascending aorta, but due to the patient¿s prior coronary artery bypass graft (CABG), there was not a concern about creating a tube graft. Subsequently, a new system was prepared and a second valve was successfully implanted within the first valve, reducing the pvl to mild. A post-implant balloon dilation was not performed following the second valve implant. The patient remained stable throughout the procedure. During closure, a dissection of the right external iliac artery (eia) was detected and repaired with a non-medtronic (advanta v12) covered stent (1 0mm x 38 mm x 80 cm). The temporary pacing wire was removed, and no other complications were noted during the procedure. However, in recovery, the patient developed complete heart block (chb) and was brought back to the cath lab the same day for reinsertion of a temporary pacing wire. The implanting physicians did not attribute the medtronic device as a contributing factor for the complications. Additional information was received to report the patient received a permanent pacemaker implantation on the first post-operative day. The cause of the iliac dissection was unknown; however, the physician indicated neither the first nor the second dcs were contributing factors.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Product analysis image review: procedural images, including six fluoroscopic cine loops of the pre-implant balloon dilation and implant procedure were submitted to medtronic for review. No product was received as both valves remain in the patient and the dcs were discarded. Additionally, the patient summary was not provided for anatomical review. The report only featured open arch left anterior oblique (lao) projection for implant depth check during deployment. If the check was based only on this projection, only the left coronary cusp (lcc) depth was likely to be judged correctly with 3mm. The implant depth on the non-coronary cusp (ncc) side can only reliably be checked in cusp-overlap view. Hence, the implant depth on the ncc side might have been shallower. Furthermore, due to insufficient contrast injected, even the implant depth on the left side cannot be properly assessed by the reviewer. Once deployed (probably 3-cusp or lao-view), contrast injection showed the valve 6-8mm deep on the lcc side and mild paravalvular leak (pvl) can be observed. The ncc implant depth, although appeared at 3mm, cannot be judged reliably in this projection. The post-implant balloon dilation can be seen in cusp-overlap projection. Unfortunately, because the projection angle has changed, it cannot be discerned from the images if the valve had already been dislodged at this point. An image also showed the second evolut valve in the embolized first evolut with an under-expanded outflow-crown. Based on the information provided, it is possible the implant depth of the valve was misjudged. Upon executing the post-implant balloon dilation, the valve might have been implanted more shallow than assumed, and facilitated by probable frame-foreshortening from the post-implant balloon dilation, the valve got dislodged and migrated into the sinus of valsalva. Despite the borderline perimeter of 87.1 mm, the evolut 34mm valve frame did not appear under-expanded and a possible oversizing has unlikely contributed to neither the pvl nor the dislodgement. In recovery, the patient was reportedly developing a complete heart block (chb) and brought back to the cardiac catheterization laboratory the same day for reinsertion of a temporary pacing wire. The implanting physicians did not attribute the medtronic device as a contributing factor for the complications. Note: if the implant team regularly only uses the projection angles provided in this report for depth assessment, a retraining of medtronic best-practice implant technique (including cusp overlap technique) is strongly recommended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-34, lot: 0012131754, use by date: 2026-02-01, UDI: (B)(4). Continuation of d10: product ID l-evolutfx-34 (lot: 0012436668); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-34 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012628474); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a temporary pacing wire was inserted due to pre-existing right bundle branch block (rbbb). A pre-implant balloon dilation was performed with a 25 mm non-medtronic (true) balloon. Right femoral artery access was used. The delivery catheter system (dcs) was inserted through a 22 fr non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire. The initial and final valve depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). Mild-moderate paravalvular leak (pvl) was observed, and a post-implant balloon dilation was performed with the same 25 mm non-medtronic balloon. During deflation of the balloon, the valve dislodged to a supra-annular position. It was discussed whether to snare the first valve into the ascending aorta, but due to the patient¿s prior coronary artery bypass graft (CABG), there was not a concern about creating a tube graft. Subsequently, a new system was prepared and a second valve was successfully implanted within the first valve, reducing the pvl to mild. A post-implant balloon dilation was not performed following the second valve implant. The patient remained stable throughout the procedure. During closure, a dissection of the right external iliac artery (eia) was detected and repaired with a non-medtronic (advanta v12) covered stent (1 0mm x 38 mm x 80 cm). The temporary pacing wire was removed, and no other complications were noted during the procedure. However, in recovery, the patient developed complete heart block (chb) and was brought back to the cath lab the same day for reinsertion of a temporary pacing wire. The implanting physicians did not attribute the medtronic device as a contributing factor for the complications.